Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than one week and the pump alerted low battery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer does not use excessive button pressing and does not do daily set rewinds. Customer also indicated that the pump alarmed unexpected restart and reoccurs during normal use. Customer was advised to monitor the pump and to call back if there are further issues.